Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high and low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl customer take glucose then blood glucose was over 300 mg/dl which was treated with manual injection and insulin pump. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active. Customers current blood glucose was 169 mg/dl. The insulin pump will not be returned for analysis.